Event description:
It was reported that during a colorectal procedure, the firing trigger would not activate. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Info anticipated, but unavailable at this time.